Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 37 mg/dl (system 1) and 315 mg/dl (system 2). At a different time on the same day, the customer tested 42 mg/dl (system 1) and 202 mg/dl (system 2) and at another time the customer tested 33 mg/dl (system 1) and 107 mg/dl (system 2).